Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer when the customer performed PICC (7717305) catheter placement, the catheter was found to be leaking during the catheter pre-flushing, and a small stream of water was sprayed during multiple pre-flushing, and the catheter was replaced after confirming the leakage. There was no effect on the patient. No other information was provided.

Event description:
It was reported by the customer when the customer performed PICC (7717305) catheter placement, the catheter was found to be leaking during the catheter pre-flushing, and a small stream of water was sprayed during multiple pre-flushing, and the catheter was replaced after confirming the leakage. There was no effect on the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause is unknown. One video of a groshong catheter was returned for evaluation. An initial visual observation of the video showed a clinician infusing a clear liquid through a catheter. A leak could be seen in the catheter near its proximal end. The liquid could also be seen dripping out of the valve at the distal end of the catheter. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.